Event description:
Leica biosystems was provided information that formalin was released from the instrument onto both the floor and a laboratory staff member. On (B)(6) 2016, leica biosystems received information that a laboratory staff member had received breathing treatment for asthma during attendance at the emergency room following the formalin spill. No lost time at work had been incurred as a consequence of this event.